Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there was dirtiness/lumps on the device. A rotawire extra support was selected for use for an angioplasty procedure. Upon opening the rotawire, it was noted that the wire appeared dirty and lumpy. There were no patient complications reported.